Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump keypad was unresponsive. Customer¿s blood glucose level was 5.7 mmol/l at the time of incident. Customer state that the insulin pump was exposure to the moisture. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump received with blank display due to moisture damage at electronic assembly and motor assembly.unable to verify keypad unresponsive due to blank display. The insulin pump received with cracked case corner of the belt clip rails near the battery compartment.